Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the biosense webster failure analysis lab noted broken exposed braid wire. It was initially reported that during the procedure the pressure valve could not be displayed. There was no physical damage seen on the catheter. The catheter was exchanged. The procedure was completed with no patient consequence. This force issue is non indicative of a reportable event. The biosense webster failure analysis discovered on (B)(6), 2015, the shaft bent and wrinkled with broken braid wire exposed about 83.3 cm from distal end of the tip dome. Additional information was provided on this condition. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. Sheath is not known. This issue was not noted by the customer. The exposure of the braid wire is assessed as a reportable malfunction as the catheter integrity is not maintained and internal components are exposed to the patient. The awareness date is reset to september 16, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. It was reported that during the procedure the pressure valve could not be displayed. There was no physical damage seen on the catheter. The catheter was exchanged. The procedure was completed with no patient consequence. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that shaft was bent and wrinkled with broken braid exposed. Further information received indicates that there was no resistance or difficulty during the insertion or removal of the catheter. It appears the damage was due to external force while bending and unbending. An internal corrective action has been opened to investigate these types of issues. Per the event reported, the catheter was tested for sensor and carto functionality. The catheter failed during the carto test as error 106 was displayed and the catheter icon was observed spinning. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper error condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue has been verified. An internal corrective action has been opened to investigate a potential pcb issues/intermittency. An internal corrective action has been opened to also investigate the thermocool smart touch broken shaft issue.